Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, suture, posterior needle tip, link and both cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that femoral angiogram or other imaging was not performed.

Event description:
It was reported that a puncture closure of the right common femoral vein was attempted using a proglide device with a 9f sheath after an interventional ablation procedure. No imaging to verify the location of the puncture site was performed. Reportedly, no suture was present when the proglide plunger was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.